Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s901u1ueu7exk6. Smartphone hardware: sm-s901u1. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia while traveling in iran. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include vomiting, loss of consciousness, feeling hot and elevated heart rate. The patient was treated with saline and pain killers. The patient was released after 4 hours. The patient reported the pod gave an auto-off alarm "insulin delivery stopped. Deactivate pod now.¿ the patient had not been addressing the system alarms. The patient was given guidance on system alarms and advised to contact their healthcare provider to discuss the settings to avoid it happening in the future. The patient resides in america but was travelling in iran at the time of the event.